Manufacturer narrative:
(B)(4). Reason for surgery was pelvic organ prolapse. The concurrent procedures were tah and burch procedure. It was reported that following insertion the patient experienced pelvic and abdominal pain, extrusion and recurrence. The patient underwent mesh removal on (B)(6) 2007 due to bleeding, pain, extrusion and recurrent incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent scar revision and removal of abdominal foreign body following an abdominoplasty on (B)(6) 2007. It was reported that patient underwent lysis of adhesions, enterolysis, liposuction, excision of vaginal granulation tissue and removal of mesh on (B)(6) 2007. It was reported that patient underwent bso, scar revision and abdominal skin excision on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.